Event description:
It was reported that this electrode exhibited shock impedance measurements of greater than 400 ohms. Technical services (ts) discussed troubleshooting options. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode exhibited shock impedance measurements of greater than 400 ohms. Technical services (ts) discussed troubleshooting options. This electrode remains in service. No adverse patient effects were reported. Additional information was received that an x ray was obtained in which ts noted appeared fractured. Shock therapy was turned off and this electrode remains implanted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.